Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in relation to a ds2adv auto CPAP. There was no report of serious or permanent harm or injury. The manufacturer received information alleging tonsil pain, device's pressure seemed less than normal, white smoke. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.